Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the wake button was not working. Customer pressed the wake button multiple times and applied more force to the button and the wake button performed as intended. There was no reported adverse impact to the customer.